Manufacturer narrative:
Suture breakage malfunction events: 134. Suture breakage devices returned: 169; 5 - use error caused or contributed to event, 163 - no device failure, 0 - manufacturing deficiency, 1 - unable to confirm complaint, needle breakage malfunction events: 9. Needle breakage devices returned: 9; 0 - use error caused or contributed to event, 9 - no device failure, 0 - manufacturing deficiency, 0 - unable to confirm complaint. Needle pull off malfunction events: 113. Needle pull off devices returned: 90; 5 - use error caused or contributed to event, 80 - no device failure, 4 - manufacturing deficiency, 1 - unable to confirm complaint. All devices labeled for single use; 0 devices reprocessed and re-used 0 remedial action complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
This report summarizes 251 malfunction events, including 134 suture breakage, 9 needle breakage and 113 needle pull-off that occurred intraoperatively.